Event description:
Per the clinic, the recipient refuse to use the device, as it was not compatible with the lifestyle, despite experiencing benefits. Hence, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.